Event description:
The report was received from a veterinary hospital. The customer stated that he was using the micromaxx ultrasound system and hfl38 13-6 (mhz) transducer to perform a scan of his own elbow. During the examination, the doctor alleges that the transducer became warm causing a reddenting of the area and pain.

Manufacturer narrative:
We have requested the system and transducer involved the incident to be returned to sonosite, inc. For evaluation, however, the equipment has not yet been received.